Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The event of fainting, seizure, being "scared of needles", and possible allergic reaction to lidocaine are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned pages.

Event description:
Healthcare professional reported during patient injection in the lips with one syringe of juvederm ultra xc the patient fainted and experienced a seizure. The injector called 911 and paramedics arrived and checked the patient's vitals and gave the patient oxygen. The patient had revived by the time the paramedics arrived. No other treatment was given to the patient and the healthcare professional stated "the patient was fine". The injector initially stated that they do not think the events were due to the juvederm because prior to injection, the patient stated they are "scared of needles" and usually get pale whenever they have a medical procedure with a needle. The same event of fainting and seizure happened in the past when the patient underwent a dental procedure. Healthcare professional now suspects the patient is allergic to lidocaine.